Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes; d10: returned to manufacturer on: 2021-07-15. H6: investigation summary five photos and three samples were received by our quality team for evaluation. From the photos, foreign matter was observed on the top web. From the samples, foreign matter (an ink stain) was observed. A device history record review found no non-conformances associated with this issue during production of this batch. This nonconformance occurred at the printing station. There is an ink roller compressed to the stereo plate for the printed batch number to transfer to the top web. It is likely that an ink roller overtime run resulted in the ink being faded and when the production technician transferred the compressed ink roller to the stereo plate, an ink stain occurred on the top web. The ink roller condition will now be checked at the start of every shift and communication to the production technicians to raise awareness on this nonconformance will occur. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that syringe 3ml ls contained foreign matter. The following information was provided by the initial reporter: "according to the customer's report, a grease-like stain was found onto the inner and/or outer surface of barrel."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ls contained foreign matter. The following information was provided by the initial reporter: "according to the customer's report, a grease-like stain was found onto the inner and/or outer surface of barrel."